Event description:
Loss of osseointegration.

Manufacturer narrative:
Due to new information received from the customer, hence this updated report.

Event description:
Loss of osseointegration. Due to new information received from the customer, hence this updated report.